Event description:
In 2024, the right atrial (ra) lead was repositioned for an unknown reason. On (B)(6) 2026, during an av nodal ablation procedure, noise oversensing was observed on the device, resulting in pacing inhibition and loss of capture. No intervention was performed. The patient was in stable condition.

Event description:
In 2024, the right atrial (ra) lead was repositioned for an unknown reason. On (B)(6) 2026, during an av nodal ablation procedure, noise oversensing was observed on the device, resulting in pacing inhibition. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 was updated.